Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: receiver was returned with two incomplete leads and two strain reliefs. The returned leads are cut at the stimulation end. Receiver has the old style lead frame. Receiver has brownish discoloration in the header, which is consistent with corrosion from the old style lead frame. The receiver failed auto testing. Conclusion: the complaint about "death" could not be confirmed; the product fails functional testing because of old style lead frame corrosion. No further analysis can be done because of lack of pertinent info on implant-explant dates and program settings. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
The pt was implanted with an scs system. A pt expired in the va hospital and the hospital staff wanted to return the product. The hospital staff stated that the death was not device related.